Event description:
It was reported by the plaintiff allegedly experienced pain, infection, urinary problems, bowel problems, recurrence, dyspareunia, emotional distress and a product problem. Furthermore, it was reported that the plaintiff died. The cause of death was reported as probable myocardial infarction.

Manufacturer narrative:
This was initially reported on the summary report dated (B)(4) 2014 under exemption (B)(4). Lawyer-filed report.